Manufacturer narrative:
Calibration data was ok. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The glucose reagent lot number was 643503. The reagent expiration date was requested, but not provided. The field service engineer determined there was a carryover issue with a reagent probe. The probe was replaced.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas c 503 analytical unit. The sample initially resulted in a glucose value of 47.1 mg/dl and it repeated as 85.1 mg/dl.